Event description:
A male pt contacted lifecor customer support to report that when he changed his battery pack the monitor would not come on. He examined the inside of the monitor's battery pack contacts and found that one was bent. Support sent the pt a new monitor, two battery packs and a battery charger.

Manufacturer narrative:
Monitor. Battery pack - 09/2006, battery pack - 02/2007, battery charger - 08/2007. Device evaluations of monitor, battery pack, battery pack, and battery charger have been completed. The reported problem was confirmed. The cause of the monitor not powering up was a blown fuse f102 that was found to be open. The fuse was replaced and the monitor passed all functional tests. The monitor was restocked. The root cause of the blown fuse cannot be positively identified, but is likely random component failure. Both battery packs and battery charger functioned normally. They were restocked. No adverse event resulted from the damaged monitor. The patient received a replacement monitor, two battery packs and a battery charger.